Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd plastipak¿ concentric luer lock syringe are difficult to read or can't be read at all. It is unclear when the events occurred. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two sealed samples of 50ll lot 1709275 and two used samples without blister of 50ll have been received for investigation. Upon visual inspection of the samples received it can be observed the scale of the syringes is marked lightly and partially missing. DHR of lot 1709275 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size (22 pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet (#1) and once in the last pallet (#22) of the lot. Assembly: once in the first pallet (#1) and once in the last pallet (#22) of the lot. Primary packaging: once in the first pallet (#1) and once in the last pallet (#22) of the lot. Investigation conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a failure during marking process. In accordance, we conclude that the root cause of the problem was related with a failure in ink transference from pads to the syringe.

Manufacturer narrative:
Correction: from manufacturer name: (B)(4), (bd infusion therapy systems inc. S.a. De c.v.) To: manufacturer name: (B)(4), (becton dickinson, s.a.).